Event description:
The surgeon was positioning the surgical light when the rubber cap that covers the bottom of the suspension tube fell off, striking the surgeon on the shoulder. Luckily, the cap bounced backward, away from the surgical field. There was no visible damage or defect on the cap or tube. Apparently the head of the surgical light must have collided with the cap and dislodged it.